Event description:
The advocate stated the customer received a blood glucose reading of 449 mg/dl from his contour and a reading of 120 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the test strips for evaluation. Replacement strips and a coupon for a new meter were sent to the customer.